Event description:
It was reported that patient received an inappropriate shock due to oversensed lead noise. A lead dislodgement was suspected when a decrease in lead impedance was observed. During lead revision, twiddler syndrome and insulation damage at the distal end of the lead was observed. The lead was capped and replaced. The patient was doing well after the event.

Manufacturer narrative:
(B)(4).